Event description:
Gastrectomy procedure. Ralc30 dlu was used to resect duodenum, however, pt had to be re-operated due to bleeding. Upon re-operation, no staples could be found neither at the duodenal stamp or at the site. Pt is currently in ICU at this time.